Event description:
Boston scientific crm received information that, during surgery, the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a magnet placed over their device. The device was interrogated and a yellow screen was displayed and beep tones could not be heard. Technical services (ts) indicated that the reed switch was likely stuck and recommended a capacitor reformation and memory dump be performed and sent to ts for analysis. Ts indicated that the capacitor reformation confirmed that the device was capable of delivering therapy. Ts discussed the expected longevity impact of this issue. The local field representative indicated that a memory dump was submitted for analysis. At this time, there are no specific plan for the patient other than normal follow up visits. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, analysis confirmed that the reed switch was stuck, which caused the erroneous programmer message that there is a magnet present that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.

Manufacturer narrative:
Our records indicate that this device remains in service. Memory dump analysis has not been completed at this time. If additional information is received, this report will be updated.